Event description:
It was reported that a patient underwent a subtotal gastrectomy on (B)(6) 2010 and suture was used. The patient experienced fever of 38.5 degree c. The patient was prescribed cefotetan and tazobacter for 5 days. The event resolved (B)(6) 2010.

Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.